Event description:
Information was received indicating patient both smiths medical cadd legacy pumps were emitting high pressure alarm. The reporter stated that clamps were checked, kinks and knots, tubing filter near heart were replaced, and connector was changed out. The reported event occurred while the pumps were in use. The reporter stated that there was no clinical injury to the patient but the received medwatch outcome is marked as hospitalization.